Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during review of data obtained from an external cardiac monitoring device there were possible undersensing and capture issues on the right atrial (ra) lead and that t-wave oversensing (twos) was present on the right ventricular (rv) lead possibly contributing to noted pauses in pacing. The occurrence of atrioventricular (av) block was possibly attributed to the indicated issues. Both leads remain in use. No further patient complications have been reported as a result of this event.